Manufacturer narrative:
The customer reported an infusion of magnesium sulfate was intended to run with a bolus of 6gram followed by a rate of 300ml/hr. It was reported that this was initiated at 1425 and that at 1455 the programming was then altered to a dose of 2gram/hr or 50ml and at 1545 the infusion was stopped. Analysis of the pcu event log found no entries for these times. The log shows mag sulfate l and d 40gram/1000ml (drugid 304) programming on (B)(6) 2015 at 2:07 am, which was not completed. Then at 2:21 am the mag sulfate was programmed for 2gram/hr for the dose, which made the rate 50ml/hr. This infusion ran until 2:24 am when the user channeled the device off. The volume infused during this time was 0.567ml. A few seconds later the device was again programmed for mag sulfate l and d 40gram/1000ml for 2gram/hr, which made the rate 50ml/hr. A bolus dose of 6gram was then programmed for a 30 minute duration. This will infuse at 0.2gram/min which is 300ml/hr. At 2:55 am the bolus dose completed and the device transitioned to the primary infusion running at 50ml/hr. At 3:45 am the device was channeled off, stopping the infusion. The volume recorded as being infused between 2:21 am and 3:45 am was 150.588ml. Physical inspection noted the device and disposable set were in good condition. There were no anomalies. Functional testing was performed and found the device to be delivering fluid within specification. There were no signs of leaking observed on the disposable set. The root cause of the customer¿s experience of an infusion running faster than expected was not identified.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of magnesium sulfate which was intended to run with a bolus dose of 6 gm followed by a rate of 300ml/hr was initiated at 1425. At 1455 the programming was altered to a dose of 2gm/hr or 50ml/hr. The infusion was stopped at 1545 when it was noted that there was more fluid missing from the bag than expected. The patient subsequently had an abnormally high magnesium level that was treated with an unspecified infusion, and returned to baseline with no lasting effects.